Event description:
It was reported that stent moved on balloon occurred. A 6.0mmx18mmx90cm express sd renal/biliary bare metal stent was selected to treat the unspecified target lesion. Prior to starting the case, the physician noticed that the stent was "loose" on the balloon. The stent system was not placed into the patient. The procedure was then completed with another express sd system. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd stent delivery system (sds) and stent with a express sd product pouch. The batch number on the returned packaging and device matched the reported batch number. There was contrast in the inflation lumen. The balloon was tightly folded with the stent moved 1.5mm past the proximal edge of the proximal markerband. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damaged tip or the stent movement. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. A 6.0mmx18mmx90cm express® sd renal/biliary bare metal stent was selected to treat the unspecified target lesion. Prior to starting the case, the physician noticed that the stent was "loose" on the balloon. The stent system was not placed into the patient. The procedure was then completed with another express sd system. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).